Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer not detected on bus. Customer tried reboot but unable to fix the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 and 1.2 was not detected on the bus. A field service engineer (fse) found that there were no light emitting diodes (led) illuminated on the module controller. The module controller and bus cable were replaced due to possible damage. After powering the unit back on, the drawer controller clicked and the station failed to boot. The fse then replaced the drawer controller on 1.2 and verified functionality. The system functioned as intended after the field service engineer repaired the device.